Event description:
On (B)(6) 2019 I was treated for excessive sweating with miradry at (B)(6) dermatology and cosmetic surgery - (B)(6) located at (B)(6) by rn (B)(6); 9 month after the treatment I still experience numbness, mobility issues, pain and excessive sweating. I have contacted miradry and was told that the result is not guaranteed and I should contact my medical provider for remedy. The medical provider didn't offer any remedy and recommended to do a second treatment. FDA safety report ID # (B)(4).